Event description:
It was reported that a customer's pump had a broken screen and was unreadable and unresponsive. There was no reported impact to the customer¿s blood glucose level. The device is expected to be returned, and a replacement pump with a new serial number was prepared for the customer.